Manufacturer narrative:
Investigation summary: the device was returned without an allegation. Visual examination on the cylinders did not show any leaks. The pump was visually inspected and it was noticed that the kink resistant tubing (krt) was fatigue and worn to the filament; however, no leaks were present. Functional testing of the pump identified that the component failed inflation and deflation test; these issues could affect the functionality of the pump. Based on the testing results observed, a conclusion code of cause traced to component failure was assigned to this investigation. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number and facility account number were not available. Device technical analysis: cylinders were visually inspected and it was noticed that both cylinders had a wear at fold in cylinder body, and the kink resistance tubing (krt) of both cylinders were fatigue and worn to filament; however no leaks were found. The visual examination of the pump identified that the krt was fatigue and worn to the filament; however, no leaks were present. The functional testing of the device showed that the cylinders performed within specifications, but the functional testing of the pump identified that the pump failed deflation test that verifies that with 4 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. Pump also failed activation test, that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf with no back pressure on the cylinder to the pump. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was returned without an allegation. Analysis of the device showed that the pump had deflation and activation issues that could affect the functionality of the pump.